Manufacturer narrative:
Investigation completed on a smith medical ambulatory infusion pumps/cadd solis vip pumps - 2120 complaint of failing high flow accuracy test was not confirmed. No evidence in the event log. While performing accuracy testing the device fell with in the specifications of +/-6%. Preventative action pump's expulsor will be trimmed. The device passed all testing and was in good physical condition. No fault found.

Event description:
Investigation compoleted ona smiths medical ambulatory infusion pump cadd solis 2120. Summary in h -10.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed a high flow. There were no injuries or adverse events reported.